Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a new ruby coil, the physician experienced resistance and was unable to advance the coil past the proximal end of the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.